Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-03097. It was reported that the patient presented for a generator change. During the procedure, it was noted that a fractured right atrial lead had been inserted into the left ventricular port in a previous procedure. The right atrial lead was capped, and the previously capped left ventricular lead was inserted into the new device. The right ventricular lead was also capped for an insulation anomaly. The patient was stable before, during, and after the procedure. (B)(6) 2020: x ray ¿ it was noted that the fractured right atrial lead was plugged into the left ventricular port.